Event description:
Additional information from the patient reported that the reason their implantable neurostimulator (ins) was shutting off by itself was due to other "elecinterference". The patient said they "changed programs" in order to resolve the emi and sting they felt on program 4 at .5v.

Event description:
Additional information received from the patient past loss of therapy. She did not feel stimulation and therapy was on. It was stated that situation was resolved. Additionally, the patient stated she fell and broke her ankle a month ago but she indicated that the lack of efficacy had started before the fall. The patient also mentioned that the loss of efficacy happened "every so often". It was reviewed with the patient and they increased amplitude and the patient felt stimulation in the correct area. There was a sudden change in therapy/symptoms reported. They reported complete loss of bladder control described as "flooding" when going from laying down to standing, urgency when she went from laying to standing. She also stated that when laying down she had no sensation that she needed to urinate and then she would stand up and urgently she went and lose control of her bladder.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The implant was shutting off by itself for the past 8 months. The patient currently felt stimulation and therapy was on. It was noted that when she changed to program 4 she felt a "sting" on .5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.